Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during an endoscopic sphincterotomy (est), the subject device was used. The cutting knife of the subject device broke off during activation and fell inside the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the cutting knife.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The factory of aomori olympus confirmed that the cutting knife of the subject device was broken. The broken section of the cutting knife was melted and burned. As a measurement result of the outer diameter of the cutting knife, there was no abnormality. There were no missing parts. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc assumes the breakage of the cutting knife occurred that the cutting knife became extremely hot due to the electric discharge caused by the following factors during activation. The electrosurgical unit was used in the coagulation mode. The high-frequency output was set too high. The activation time was too long. The user didn't keep moving the cutting knife. The contact length between the cutting knife and the tissue was too short. The cutting knife was close to or contacted a guidewire. The device handling has warned in the instruction manual.